Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. The patient reported their "first pump was infected" and had to be explanted. The patient did not know when the event occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the device was explanted in (B)(6) 2015. The onset date of the infection was also noted as (B)(6) 2015. The patient was in the office for follow up and the rate was increased 10%. The pump logs were provided last examined at (B)(6) 2015 (last change (B)(6) 2015) showed the patient was receiving intrathecal morphine 1 mg/ml at 0.1998 mg/day via the implanted pump. The patient had an emergency room visit on (B)(6) 2015 at the primary doctor¿s request due to his pain and irregular heart rate. It was noted the patient was ¿apparently found to be infected¿ and there was no documentation that the wound appeared suspicious. Symptoms the patient experienced as a result of the infection included irregular heart rate. Office notes were provided and the patient was seen on (B)(6) 2015 (last visit date (B)(6) 2015). There were no bad side effects from the pump implant, but the patient had pain since the last adjustment on the small of his back. The patient was at the office for a follow up visit with increased low back pain. The patient reported he started working out with his daughter and had to stop due to increased low back pain. His pain was intense and lasted for four days. His pump medicine was not controlling his pain. The patient had an increase of the daily dose medication in the pump given of 50% of morphine 1 mg/ml and the new dose per day was 0.3004 mg/day. The patient¿s next refill was on (B)(6) 2015. He complained of bilateral hand pains. The patient had a history of carpal tunnel syndrome (cts) to bilateral hands. He had two surgeries on right hand in the patient. He needed left hand surgery, but did not wish to have done at this time. It was discussed to arrange for a personal therapy manager (ptm) to be set up for his next refill. In the past week, the patient¿s pain ranged from 5-9/10 on the pain scale. It was noted the patient had trouble feeling comfortable and had trouble sleeping as well as needed to take more mediation. The patient was in moderate distress with poor exercise tolerance. The patient noted an antalgic gait and left lumbar paraspinal pain as well as right and left lumbar facet pain. His range of motion in his back was limited. The patient¿s ¿assessment¿ was lumbago, diabetic peripheral neuropathy, hyperlipidemia, morbid obesity, and hypertension. The patient was seen again on (B)(6) 2015 for a post-operative visit for worse pain than previously on a daily basis. The procedure date was noted as (B)(6) 2015 regarding the pump explant. The patient¿s pain and function had not improved since the procedure. Other complaints included withdraw from everyone, loss of balance, syncope, anger issues, need for cane, weight gain/less active, depression, anxiety, emotional outburst, difficulty thinking, difficulty sleeping/restless sleep, repetitive habits, back pain, morning stiffness, muscle aches, and joint aches. The patient had antalgic gait and needed a cane. The patient presented with right and left lumbar paraspinal pain and lumbar facet pain. His range of motion was limited. The patient was currently on ms contin 15mg three times a day orally and it was not controlling his pain. He had been withdrawn at home with anger issues, depression, unable to sleep well due to his pain. The staples were removed. The wounds were inspected without evidence of erythema/cellulitis. The healthcare provider (hcp) would change the prescription to opana ER 10mg orally every 12 hours. The patient¿s average pain in the past week ranged from 8-10 on the pain scale. It was noted during the past three months the patient¿s average pain was ¿3¿ with the pain pump and ¿9¿ without it. The patient felt afraid, depressed, tired, anxious, and stressed. The patient also had trouble sleeping, had trouble feeling comfortable, was unable to work, and needed to take more medication. In the past week, the patient was not able to go to the store, do chores at home, enjoy friends or family, exercise, or participate in his favorite hobbies. The patient would have a follow up visit in three months. The outcome of the device removal included ¿more pain¿ and the patient was re-implanted on (B)(6) 2016. It was noted the patient was doing ¿fairly well¿ but depressed and still had pain but not as much.